Event description:
Two of four screws were revealed during scheduled explant to have broken. Screws and rod were implanted at l5, s1. Screws that broke were implanted at s1. X-rays taken did not show breakage and screws remained in place. Pt complained of increased lower back pain.

Manufacturer narrative:
H3, h6: subject device has been received and is currently in the investigation process. No conclusion can be drawn at this time.